Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the valve was explanted after an implant duration of approximately 2 years. A response and operative report were received from the surgeon indicating the explant was due to endocarditis and the source was identified as a bacterial infection: staph. Epidermitis. Source of the infection is unknown. Per operative report: mr. (B)(6) is a young (B)(6) year-old gentleman who had tissue aortic valve placed in the year 2009 and unfortunately had infective prosthetic valve endocarditis for which he required this reoperation. We had a thorough discussion with him and his family regarding choice of the valve and conduit. Since he had a bicuspid pathology to start with, with a dilated annulus and dilated sinuses we also informed him about replacing the ascending aorta and the root using a prosthetic material. We chose a pericardial stented valve implanted into the 30mm prosthetic graft and performed cabrol to make his further future surgery, a safer operation and, if by that time technology has advanced for percutaneous valve, he may have a percutaneous valve placed into this stented 27 mm aortic tissue valve if he develops any structural deterioration of this prosthetic valve. We have placed 2 cabrol grafts proximal anastomosis anteriorly which should be easy to find and will allow placement of percutaneous aortic valve easily as they are very high in position on ascending prosthetic aorta. This gentleman had a severe prosthetic valve endocarditis and will need an antibiotic course of 6 weeks and all due precautions to prevent any further infective episodes in future.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: device will not be returned for evaluation as it was discarded by the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. On (B)(6) 2011, the surgeon's response was received stating the reason for the device explant was due to bacterial endocarditis from staph. Epi and stated the device was discarded. He also stated that this was not due to a device malfunction. Conclusion: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the surgeon has provided the type of infection as bacterial endocarditis from staph epi. However, the source was not identified and remains unknown. We are unable to conclusively determine the root cause for endocarditis with the limited information we have been provided. No further information is forthcoming.